Event description:
During an endoscopy procedure, the physician used a cook endoscopy huibregtse triple lumen needle knife to treat a zenker's diverticulum located in the pt's esophagus. The needle knife was inserted into the diverticulum to make a cut. When the needle was retracted, the needle separated from the device and remained in the diverticulum. The detached portion of the needle is estimated to be 4mm in length and 0.2mm in diameter. The detached portion of the needle was retrieved using forceps. A second needle was used to complete the procedure. Other than removal of the needle, no additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The condition of the pt was reported to be good.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed; we were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Additional info provided indicated the needle was used to treat a zenker's diverticulum, which is a pouch that develops in the walls of the lower throat. The intended use of the huibregtse triple lumen needle knife is for accessing the common bile duct when standard methods of cannulation have been exhausted and for papillotomy. The instructions for use advise the user not to use this device for any purpose other than the stated intended use. Usage of this device for treatment of a zenker's diverticulum, which is not included in the intended use, could have contributed to this observation. Needle knife breakage near the distal end can occur if the device is used with excessive cautery setting or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in damage to the device. Prior to distribution, all huibregtse triple lumen needle knives undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the intended use of the product listed in the instructions for use. The reported event could not be verified because the product was not returned. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.